Event description:
It was reported that t-wave oversensing was observed on the far field channel via electrograms. Near field channel sensed appropriately, resulting in appropriate detection of svt. The patient will be monitored. No programming change was made.